Event description:
It was reported that the intermittent catheters were dull and hard to use, did not work very well. As per additional information received via sample form on 01feb2023, it was stated that the customer has sent example of a good one with a slick outer surface and a bad one that was dull and did not pass smooth. Customer have received whole boxes of each kind and not sure why it varies from box to box. They could see on the outer surface that the good one was shiny with a slick outer surface. The bad one was dull with no outer coating. Having to use the dull one causes much discomfort because it did not pass through the skin. No medical intervention was reported (lot# nggw0481). As per sample received on 01feb2023, it was noted that the intermittent catheters with lot# nggs3185 was returned for evaluation.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the intermittent catheters were dull and hard to use, did not work very well. As per additional information received via sample form on (B)(6) 2023, it was stated that the customer has sent example of a good one with a slick outer surface and a bad one that was dull and did not pass smooth. Customer have received whole boxes of each kind and not sure why it varies from box to box. They could see on the outer surface that the good one was shiny with a slick outer surface. The bad one was dull with no outer coating. Having to use the dull one causes much discomfort because it did not pass through the skin. No medical intervention was reported (lot# nggw0481). As per sample received on (B)(6) 2023, it was noted that the intermittent catheters with lot# nggs3185 was returned for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.